Event description:
It was reported by dealer that bed was set up for end user on (B)(6) 2015. Dealer advised end user called and advised was sitting in bed and head section of the bed fell down flat and caused pain to end user. Dealer advised end user did not report any injury as far as bruises or anything. Dealer advised end user was already in pain due to rectal cancer and dealer was just trying to make him comfortable with new bed. Dealer advised end user passed away on (B)(6) 2015 due to the cancer. Dealer advised picked up the bed and noticed where motor attaches to the frame was broken. Dealer advised where it connects to the headspring was disconnected. Dealer advised tried to reconnect but just kept flopping around and would not stay connected. (B)(4) could not provide any further information.